Manufacturer narrative:
Returned for evaluation was an evlt 55 ops fiber. A visual evaluation of the disposable device noted the fiber tip was fractured off. The customer's reported complaint of a defective fiber was confirmed, however the customer did not give detailed information of the kind of defect. The tip fracture was noted during the device evaluation. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. It is unlikely that the fiber was fractured prior to packaging. Although the complaint description is confirmed, a definitive root cause for the event cannot be determined. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #: (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018, the complaint was originally reported as a defective fiber. There was no report of patient harm or injury. As there was no indication of an adverse event, the complaint was assessed as not reportable. However, based on the examination of the returned laser fiber sample performed on (B)(6) 2018, it was noted the fiber was fractured. Based on the device evaluation, the complaint was reassessed as a reportable event.